Event description:
On (B)(6) 2014, the reporter contacted animas and reported an intermittent power issue with the pump. There was reportedly no damage to the battery compartment or battery cap. The battery cap secured to the pump with no visible yellow o-ring. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.